Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported that an external dialyzer blood leak occurred immediately upon initiation of a patient¿s hemodialysis (hd) treatment. Blood was reportedly observed leaking externally, onto the floor. The blood leak was traced to a ¿small chip¿ in the venous header of the dialyzer. The chip, which was initially reported as a crack, was only visible upon close inspection. The machine, a fresenius 2008t, did not alarm. Fresenius bloodlines were also being used. After the blood leak was identified, the lines were clamped and the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was approximately 250 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on the same machine. The dialyzer was reportedly available to be returned for a manufacturer evaluation.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The dialyzer was returned with ogden provided blood port and adapter caps attached. There was blood on the outside of the dialyzer housing as well as throughout the fibers. The threads of the screw flange on both sides were noted to be cracked and chipped throughout the entire circumference. There were no witness marks present that would suggest a potential cause of the observed damage. No other damage or irregularities were noted on the dialyzer. The returned sample was subjected to a laboratory leak test in which the dialyzer was submerged in water and pressurized incrementally. An external leak was observed in the form of multiple steady streams of bubbles originating from the threads of the screw flange on the cavity ID end, at approximately 4.0 pounds per square inch (psi). A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event, however, a cause for the observed damage could not be established.